Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient is a 57-year-old male supported with an impella cp ((B)(6)) for the treatment of acute myocardial infarction with associated cardiogenic shock, classified as scai stage d. The patient experienced frequent runs of ventricular tachycardia (vt) while on support. These episodes reportedly improved following device explant. Imaging was used to confirm pump position, though the adequacy of the position is documented as unknown. Ventricular tachycardia (vt) is a known potential complication in patients with acute myocardial infarction and cardiogenic shock and can also occur in the setting of mechanical circulatory support. Based on the available information, there is no evidence of a device malfunction, improper positioning, or other pump related failure contributing to the arrhythmias. The improvement in vt after device removal does not establish causality, and no returned product analysis is possible as the device will not be returned.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.